Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient was hospitalized. The patient was hospitalized and diagnosed with peritonitis. Initially it was reported that the cause of the peritonitis was touch contamination by the patient. Additionally, the patient reported that the pd catheter not a fresenius product was scheduled to be removed. During subsequent follow up, the pdrn reported that the patient¿s pd cultures returned positive for pseudomonas species unknown. This is a water-borne organism and the cause was not touch contamination. The patients well water was the source of the organism which was transmitted through the patients shower. Per the pdrn, due to the patient living on the eastern shore, sea water can get into the well water. The patient did have the pd catheter not a fresenius product removed. The patient is completing hemodialysis for 90 days and then will have a new pd catheter placed. Prior to returning to pd therapy, the pdrn must do a home visit and take water quality samples from the patients home. The pdrn does not have any information related to the antibiotic therapy that the patient was receiving. The patient will be sent to a transitional care unit (tcu) pending hospital discharge.